Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he is experiencing heating at his ipg site while stimulation is on. The pt stated the heating has left bruises at the ipg site and is so hot he is able to feel heat through his flesh. The pt indicated he has stopped using his scs system due to the issue. The pt was instructed to keep his stimulation off. Surgical intervention will be taken at a later date to address this issue.